Event description:
It was reported that there was a broken screw at tooth site #3. Implant 6.5 platform x 10mm. Placed by a periodontics and restored. Screw was placed in (B)(6) of 2021 and broke on friday, (B)(6) 2022. Customer confirmed that the screw was place last (B)(6). The screw was finally replaced yesterday.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided. Date of event unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. Last name unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One certain® gold-tite® hexed screw, iunihg was returned for investigation. Visual inspection via naked eye and camera magnification confirmed that the screw was fractured at the head . One unk biomet 3i implant remains implanted. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the complaint. The reported device was located at tooth site #3. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review could not be completed for the iunihg or unknown biomet 3i implant since the lot numbers were not provided. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was performed for the iunihg for similar events, dating back 12 months from notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. Aug post market trending was reviewed and there were no negative trends or corrective actions for the reported event (fracture screw) and device (iunihg). Based on the available information, device malfunction did occur and the reported event was confirmed following inspection and evaluation.